Event description:
Pt initially presented with heparin induced thrombocytopenia, one week post coronary artery bypass graft. Two saphenous vein bypass graft's were clotted and clot extended into left main. After completing thrombectomy of left main and one bypass graft, the angiojet drive unit malfunctioned due to an electrical failure; the drive unit had power but it wouldn't run. Angiojet use was abandoned. Pt subsequently experienced acute renal failure and died two days later. (Per "pm" research mgr, the rate of mortality for heparin induced thrombocytopenia is almost 50%.)